Manufacturer narrative:
A4 updated. A01 and a24 removed from h6. F1905 and (B)(6) added to h6. The investigation is still ongoing.

Manufacturer narrative:
Additional information was provided in d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 52-year-old male presented with acute on chronic decompensated heart failure on (B)(6) and was placed on vaecmo and impella cp for lv unloading. On (B)(6) there was noted pump malrotation towards mitral valve (impella cp) and attempts at impella cp repositioning were made. Implantation of impella 5.5, second pump, on (B)(6) and removal of impella cp occurred and blood transfusion from explant of impella cp (left groin site). On (B)(6) ECMO decannulation and the impella 5.5 was repositioned secondary to ventricular tachycardia. Patient experienced vt with hypotension, requiring defibrillation once. Added lidocaine, levophed and vaso overnight. Patient also had rp bleed. Positioning issues were encountered and impella 5.5 was exchanged for a new on (B)(6). On (B)(6) impella 5.5 explanted without incident.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.